Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a complete break of the hypotube of the device. The break was located at 59.1cm distal to the distal end of strain relief measured with ruler. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30 jul 2020. It was reported that balloon could not cross the lesion. The target lesion was located in a calcified heart vessel. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed hypotube break.